Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The leakage current normal was 2900.4 micro amps and the leakage current reverse was 1901.2 micro amps. The specification limits were (B)(4). The leakage current single fault normal was 3615.2 micro amps and leakage current single fault reverse 3019.1 micro amps. The specification limits were (B)(4). There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the product failed rite electrical earth leakage current tests and rite functional test. The assignable cause for rite electrical failed earth leakage current tests is undetermined. Evaluation was discontinued due to fluid intrusion / contamination and cockroach / bug infestation however the fluid intrusion most likely contributed to the earth leakage problem.